Event description:
A customer reported ¿3019 washer low¿ error on the aia-360 analyzer. The customer reported that they have plenty of wash solution. The customer replaced the nozzle, performed several primes and cleaned the prongs. A technical support specialist instructed the customer to check for kinks in the line, ensure the probe has been cleaned, perform a shutdown and restart. No issues were noted, but the error persisted. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg) and cardiac troponin I (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the problem by recreating the issue. The fse inspected the connections and tubing and identified that the yellow sensor cable connection was broken on the washer probe. The fse replaced the sensor cable and verified the resolution by running daily check and quality controls without errors. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7.1: list of error messages states the following: error message: 3019 washer low. Description: insufficient wash solution. Troubleshooting : replenish the wash solution. The most probable cause of the reported event was due to a broken sensor cable.